Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter had a sharp bump 5 inches from the tip.

Manufacturer narrative:
The reported event was confirmed as manufacturer related, per the visual standard . The sample was evaluation and a sharp lump 5 inches from the tip of the catheter was noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "peel to open. Caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Do not use if package is open or damaged. Single use do not resterilize attention, read directions prior to use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. Urethral red rubber catheter. For urological use only. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex".

Event description:
It was reported that the catheter had a sharp bump 5 inches from the tip.